Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the complete lead was returned extremely stretched. The lead, which measured 640 mm in length out of the box, now measured 720 mm in length. Both the distal and proximal spring electrodes were separated from the lead body insulation. Insulation abrasion and bunching was noted in several places. X-ray showed broken filars and electrical continuity testing failed on the distal high voltage cable. This damage is all consistent with a lead having been pulled with great force and then let go.

Event description:
Boston scientific received information that during the implant of this lead, the insulation near the shock electrode was stripped off and the conductor coil was fractured. This lead was never in service. No adverse patient effects were reported.